Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, brown particles, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and opening. Leak test was performed and found openings in the device. A microscopic analysis was performed which identify a sharp opening in the patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side deflation. Device was explanted.